Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. During an animal study sponsored by biosense webster inc., (bwi) r&d, while using a pentaray nav high-density mapping catheter, it was reported that a foreign material ¿ on usable length of the catheter issue occurred. It was reported that when the pentaray catheter was removed from sheath, it was noticed that the catheter had a lot of "yellowish, white fibrous plastic material" tangled on the splines of the catheter. It was noted that the material did not appear to be biological. It was reported that the animal study had been completed at this point, and no replacement catheter was needed. No human patient involvement. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav high-density mapping catheter. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Initially, the lot number was reported as unknown. However, during the investigational analysis of the returned device, the lot number was able to be retrieved. Therefore, d4.lot, d 4. Expiration date, and h 4. Device manufacture date fields were populated on this report. A manufacturing record evaluation was performed for the finished device 30592996l number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the device was found in good conditions. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-sep-2021, it was noted that a second pentaray catheter should have been added as a concomitant product on the initial report. Therefore, the concomitant product section has been updated on this report. Also, additional information was received on 14-sep-2021 that was inadvertently omitted on the initial report. It was reported that there was no resistance while introducing or retracting the catheter from the sheath.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an animal study sponsored by biosense webster inc., (bwi) r&d, while using a pentaray nav high-density mapping catheter, it was reported that a foreign material ¿ on usable length of the catheter issue occurred. It was reported that when the pentaray catheter was removed from sheath, it was noticed that the catheter had a lot of "yellowish, white fibrous plastic material" tangled on the splines of the catheter. It was noted that the material did not appear to be biological. It was reported that the animal study had been completed at this point, and no replacement catheter was needed. No human patient involvement.